Manufacturer narrative:
Findings: pump was received with a21 error alarm after battery change due to broken solder joint of c13 on ib. Unit had memory lost due to a21 anomaly. Unit passed self test and no a17 alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 185 mg/dl. Nothing further reported.